Manufacturer narrative:
B5: upon follow-up, it was reported that treatment with ceftazidime injection was discontinued. On an unknown date, the patient was hospitalized for peritonitis. On an unreported date, the patient recovered from the events and was discharged from the hospital (unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patent was recovering from peritonitis and was retrained on proper aseptic techniques. No additional information is available.